Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump was intermittently turning off and on, and the on-screen material indicator referenced ¿paper,¿ while the user stated the material was tyvek and requested natural ink and removal of tyvek. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included remote troubleshooting and user education, including a request for a video to support evaluation. Investigation of this case revealed a suspected device malfunction related to labeling or enclosure materials and user interface interpretation, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further assessment.